Manufacturer narrative:
The device evaluation was completed on 12/29/2020. It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation with a carto® 3 system. It was reported that during the procedure, a map shift occurred. Therefore, needed to remap. The issue was seen during mapping. The map shift was about 2 cm and discovered because the fast anatomical mapping (fam) map did not coincide with real anatomy. The system did not provide any error message. The physician did not perform cardioversion and the patient did not move. The procedure was completed with no consequence to the patient. This is a reoccurred issue that was reported under a few complaints (refer to manufacturer's reference numbers: (B)(4) (event assessed as not MDR reportable), (B)(4) (reported under 2029046-2020-00740), (B)(4) (reported under 2029046-2020-01078), (B)(4) (reported under 2029046-2020-01507), (B)(4) (event assessed as not MDR reportable), (B)(4) (reported under 2029046-2020-01604), (B)(4) (reported under 2029046-2020-01620) ). The study data was investigated by the device manufacturer. It was found that the user mapped with the catheter at high alternating metal levels. These metal levels were near the designed warning threshold and the system did not alert the user about the metal distortion that could cause a map shift. The biosense webster, inc. Field representative also confirmed that this issue is not related to a technical issue on the system as the patient interface unit (piu) was replaced under (B)(4) (2029046-2020-01604). During the RMA process, the reported map shift issue was not confirmed. They found additional defects; however, the defects were not related to the reported issue and could not cause a map shift. They were advised to change the piu position in the laboratory. The biosense webster field representative confirmed that during 2 months after the last complaint, the issue is not returned. The system is operational. A manufacturing record evaluation was performed for the carto 3 system s/n (B)(6), and no internal actions related to the reported complaint condition were identified. An internal corrective action has been opened to investigate the map shift issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation with a carto® 3 system where a map shift occurred with no error message, no patient movement and no cardioversion performed. Initially it was reported that during the procedure, a map shift occurred. Therefore, needed to remap. Procedure completed with no consequence on patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information had been made available. With the information available, this event was assessed as not MDR reportable as there is no information provided if an error message populated, any patient movement and if a cardioversion was performed. Additional information was provided on 11/1/2020. The issue was seen during mapping. The map shift was about 2 cm and discovered because the fast anatomical mapping (fam) map did not coincide with real anatomy. The system did not provide any error message. The physician did not perform cardioversion and the patient did not move. Per the additional information received stating that the map shift occurred with no error message, no patient movement and no cardioversion, this map shift was re-assessed as a MDR reportable issue. The awareness date for this reportable issue is 11/1/2020.